Event description:
Treatment of an avm. It was reported that onyx was observed coming out from the guide catheter during onyx injection. The delivery catheter was removed from the patient and found ruptured.no patient injury reported. Same event as MDR# 2029214-2012-00110.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)